Event description:
It was reported that during a direct stenting procedure (contrary to IFU), as the stent was being advanced to the lesion it "un-crimped" from the stent delivery system (sds). A balloon catheter was used to remove the stent from the pt. The lesion was treated using another stent. Reportedly, there was no pt injury.